Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient's coumadin dose was decreased based on the lab value. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.